Event description:
The surgeon implanted a cc4204bf model lens in 2004. At four weeks post-operative, the pt's visual acuity was 20/25 with refraction of plano. At post-operative week 28, the pt returned to the surgeon's office complaining of decreased vision. A hyperopic shift had occurred with the lens. The pt's refraction was now +1.25, -1.00 axis 105. The md then performed an anterior yag capsulotomy, oblique quadrants, to improve the pt's condition. The md plans on trying a 360 degree capsultomy if no improvment to the pt is observed.